Event description:
It was reported that after pv isolation, ablation at complex complex atrial fractionated electrogram (cafe) was delivered. Then an arrest symptom occurred during ablation near superior vena cava (svc). The procedure was completed by conducting the external pacing. The physician stated that it was considered the effect on the nervous system, not sinus node. Two weeks later, the physician reported that the patient had an implantation of a pacemaker for a different complicating disease after using the sf catheter. It was also reported that the patient had a stroke. The physician stated that these were not caused by the atrial fibrillation procedure as long as he observed the patient before and during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record was reviewed, it was identified that 2 pieces were scraped; however DHR shows the pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these 2 pieces exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).